Event description:
It was reported that the patient had to go to a workers compensation hearing and they would not do the manual search. It was noted that the patient had to go through the security gates. It was noted that on tuesday, mainly tuesday evening, the patient started having bad pain in the middle of their back. The patient stated that the ¿muscles were going crazy.¿ the patient stated tuesday evening to the left of the incision the muscles were swollen and ¿right.¿ it was noted that after tuesday evening the pain went away and they had not had it since. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient noted that they were helped over the phone by calling the manufacturer.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-p4, lot# n285036, implanted: (B)(6) 2012, product type accessory. (B)(4).